Event description:
After engaging the dc cautery while in the leg during an endoscopic saphenous vein harvest the energy did not dissengage. The audible tone from the power source continued when the button was released and the heating element on the bisector tip began to glow "red hot." The bisector was quickly withdrawn into the harvesting cannula and the power cord was disconnected. There was no injury to the patient. A new vasoview hemopro device was opened and the case was completed without incident.this is the second time this issue has occurred.what was the original intended procedure?endoscopic saphenous vein harvest for coronary artery bypass procedure.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.